Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice sets. Hp reportedly has been able to reprime line and complete treatment with assistance from baxter technician, with each occurrence. No patient injury or medical intervention required per hp.